Manufacturer narrative:
(B)(4). Two unopened samples of product code jv3160, lot mk8cpxq0 were returned for analysis. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes. Any adverse patient consequences? No. If yes, what medical/surgical intervention was provided? No surgical intervention necessary.

Event description:
It was reported that a patient underwent a coelioscopy on an unknown date and suture was used. During the procedure, the needle pulled away from the thread in intra-abdominal. The needle was retrieved from the patient during the same procedure. There were no adverse patient consequences. No additional information was provided.